Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue was verified in the event history log. Visual and functional tests were performed. The cause of the issue was a defective printed circuit assembly (pcb) board and motor. The pcb and motor were replaced to fix the issue.

Event description:
It was reported that the device displayed system failure primary audible alarm bgn post. There was no patient involvement.